Manufacturer narrative:
H3 device evaluation: the lens was returned with moisture and residue/debris in a microcentrifuge vial. Visual inspection found fibre on the lens surface and no visible damage to the lens. Dimensional inspection found the lens to be within specifications. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo 12.6 implantable collamer lens of diopter -8.5/2.0/095 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2024. The patient experienced excessive vaulting. Intraoperatively the lens was removed and replaced with a same length lens. The problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
A4-a6: unk. H6-device code 1494: off-label use (under 21yrs of age at date of implant). Claim #(B)(4).